Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received loss of prime alert again after changing cartridge from a new box. Patient was able to prime manually after each no prime alerts. Review of cartridge usage techniques indicated that instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the insulin pump and cartridge have been returned and evaluated by product analysis on 04/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime occurrence. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation confirmed but was unable to duplicate the reported prime issue. Force sensor calibration was found low out of specifications. Pump casing was opened to further investigate, no other anomalies were found with the force sensor.